Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to inspect and clean components of the pump, including removing an o-ring from the pneumatic tap. Customer successfully completed the loading process and resumed insulin delivery following these instructions.